Manufacturer narrative:
Additional information: section h imdrf annex a grid, annex g grid and annex d grid.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was unable to open the fridge. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another department, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator failed to open. The field service engineer (fse) found the fridge had failed due to user error and recovered it. The fridge and all bins were tested in hardware test application mode and confirmed to be working fine. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was unable to open the fridge. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another department, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.